Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack along the battery compartment. It was noted that the battery cap was unable to properly secure to the battery compartment. The reporter stated there was no damage and no evidence of moisture or corrosion to the battery cap. There were no related power issues reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was observed during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.